Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event. The device codes have been updated to (B)(4).; patient codes have been update to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-17, additional information was received from a patient. Additional information stated, the patient went for a fill and about 20 minutes after the fill, the healthcare professional (hcp) found them passed out, unresponsive on the steps of the hcps building. The patient was in the hospital for 3 days and had 4 doses of narcan and had to be transferred to a bigger hospital about 5-6 hours after being admitted. The patient was checked and they did not have seizures and their heart was fine as they did an EKG. The patient was told she had a "side effect from pump". The patient stated the diagnosis was "pump malfunction". The symptoms were considered sudden.

Manufacturer narrative:
Corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl and dilaudid, both of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2017 , 15 minutes after the patient had her pump filled, she passed out in front of her doctor's office. The patient did not know if it was because of the pump malfunctioning or not and when they gave her narcan, at the emergency room the patient would respond a little bit. After four hours, the patient was rushed to houston. The patient's managing doctor was not the one to fill the pump, a do at that office had filled it. The patient stated that she did not overdose on any of her oral medication. The patient had an appointment with the managing hcp on (B)(6) 2017 and he checked the pump with the clinician programmer and "tested the patient's body" and checked if the pump was filled or half-filled and the doctor told the patient that it was not an overdose and the pump was not malfunctioning; however, when the patient was admitted to the ER hospital after passing out her admitting diagnosis was pain pump malfunction so she was kind of confused about this. In regards to the drug used in the pump, the patient stated she had so many illnesses throughout her life "it was about the same or a little more than what it used to be". When asked the dose and concentration the patient stated the doctor told her it would take like"10 of all her pills". The patient's etiology was unknown, her brain waves were fine, and she did not have a seizure or a heart attack and her "cardiac did not run high". No further complications were expected or anticipated.